Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The sample has not been returned for evaluation to date. Based on the information available, the results are inconclusive for this event and the root cause is unknown.

Event description:
It was reported during an angioplasty, a 260 stiff high wire was used and the stent stuck on the wire during deployment. The doctor had to use a great deal of force to pull the wire back and the catheter kinked and cracked. The doctor removed the system, used a different stent size and successfully deployed it. There was no patient injury reported.